Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a lead revision procedure, the physician was cleaning the header of this implantable cardioverter defibrillator (ICD) with a swab on the end of an artery forcep tool. When the physician was done cleaning and went to connect a lead to the ICD, the header was observed to have come loose. The ICD was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted scratches and dents on the device can as well as scratches on the device header. The header of the device was tight to the can with no gaps noted. Marks in the device header port showed that the right ventricular lead was properly seater while implanted. The outer seal ring was missing from insider the header port. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Overall, analysis confirmed the allegation made against the device as the outer seal ring was missing from insider the header port.